Event description:
Event1: upstream occlusion error when there is not an upstream occlusion present. Sent to baxter for repair. They replaced the s-code part for ultrasonic sensor asm@a and label ul certification rebuilt @b. Baxter fixed the s-code part for ultrasonic sensor asm event 2: pump suddenly shut off and beeped. Screen said pump failure. Nurse continued infusion on other pump. Htm report: se:345 thermistor error. Sent to baxter to repair. Findings: parts used: s-code part for ultrasonic sensor asm @a in this device they replaced the s-code part for ultrasonic sensor asm and label ul certification rebuilt.